Manufacturer narrative:
Device has not yet been returned for evaluation. Events of this nature historically have been due to excessive force applied to the instrument. If the device is returned and something else concluded, a follow up report shall be filed. The following analysis pertains to the tip of the driver remaining in the screw head. The instrument is made of stainless steel and although it is not implant grade, it is still controlled in its manufacturing and specifications. In particular, it is resistant to corrosion in a variety of environments, including blood. Furthermore, our specification for the product requires passivation, which further increases the material's resistance to corrosion. In addition, the two parts (screw and broken tip) are static and the likelihood of corrosion is extremely low.

Event description:
Contact reported that the hex tip of the screw driver broke off during use. Tip portion remained in the screw. There was no adverse patient consequence as a result of this situation.